Event description:
The customer stated that she tested her blood glucose using her contour and elite xl meters. The contour read either 229 or 289 mg/dl, while the elite read 59mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.